Manufacturer narrative:
The reported event infection of was not confirmed by analysis. The sterilization records were reviewed, and no evidence of abnormal sterilization was found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented in clinic. The patient's pacemaker (pm), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead had event of infection. The pm, ra lead, rv lead, and lv lead were all explanted due to the infection. The patient was stable throughout procedure.